Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, photographs of the sample was provided for evaluation. Visual inspection of the photographs identified droplets of fluid inside a yellow bag that contained the device. The source of the leak could not be identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location, with moisture inside the sealed yellow pouch. This was observed before patient use. The device was filled with fluorouracil 4200mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.